Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient reported that her receiver displayed a "high" glucose alert. At approximately 1:15 pm, the patient's supervisor performed a fingerstick blood glucose (fsbg) measurement due to concerns about the patient's condition; however, the value was not provided. The patient later reported an fsbg value of 45 mg/dl while the cgm was displaying 157 mg/dl. At approximately 1:30 pm, the patient developed symptoms including dizziness, nausea, rapid heart rate, excessive sweating, fatigue, and headache. As the symptoms persisted, the patient self-presented to the emergency department (ed) for evaluation and treatment. Upon assessment, the patient was determined to be experiencing hypoglycemia. No additional cgm or fsbg values were available. During ed visit, the patient received treatment for hypoglycemia, including glucagon 3 mg nasal spray and per patient verbatim "3 units of d50" was administered by the ed nurse. The patient also consumed orange juice and crackers to help stabilize blood glucose levels. The patient's condition improved, and she was discharged at approximately 8:45 pm on (B)(6)2026. The final diagnosis was hypoglycemia. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.